Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The deployment went well and balloon dilatation was performed with a medtronic reliant balloon. It was reported that during dilatation, a lot of pressure was put in the balloon. Final angiography showed no issues. At the end of the procedure the patient suddenly experienced an episode of low blood pressure (55/40 mmhg). Another angiography was performed, but nothing unusual was noted. Intraoperative echo was performed which showed a small hematoma in the pelvis. At that moment, there was no bleeding, however, a hole in the aorta was suspected. In the afternoon, computed tomography was performed, which showed a rupture of the right common iliac artery. It was suspected that this was the cause of the hematoma. Therefore, they opened the patient for a more thorough examination. There was no bleeding from the right common iliac artery because the device sealed the landing zone and contained the rupture. The cause of hematoma was the lumbar (sacral) artery. The physician decided to explant the devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.